Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Continuation of section 9: z-0067-2019 product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within power port one (1) and the serial port of the controller. Despite the bent pins, the connections could be performed on the affected ports. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks and bent pins are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within the power ports and serial port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the power source and data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Functional testing revealed that the controller was unable to communicate with external batteries, resulting in critical battery alarm s. No anomalies were observed related to the vad disconnect alarm. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the con troller and batteries was damaged. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger critical battery alarms. The controller can still accept power from a power source. After the faulty components were replaced, the controller functioned as intended. Log file analysis revealed multiple vad disconnect alarms due to a physical disconnection of the driveline. The vad disconnect and critical battery alarms were logged with an incorrect date stamp and no battery capacity, ID, or cycle count. As a result, the reported critical battery alarm and vad disconnect alarms events were confirmed. However, the reported "driveline disconnected alarm also occurred even though the driveline was connected properly" could not be confirmed. The most likely root cause of the reported vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting. The most likely root cause of the reported critical battery alarm event can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: d314vrg ICD implanted (B)(6) 2013 694765 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a critical battery alarm occurred that would not clear with the changing of power sources. While troubleshooting the alarm a ventricular assist device (vad) stop and driveline disconnected alarm also occurred even though the driveline was connected properly. A controller exchange was performed, and the issue was resolved. It was noted that the controller date was erroneous. No patient complications have been reported as a result of this event.